Manufacturer narrative:
(B)(4). Method: actual device evaluated. Result: wear problem. Conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 for service. Inspection of the device was performed on (B)(6) 2017 where the quality control inspector found the following: suction arm field action, umbilical cable buckle at umbilical connector side, hole in # 4 remote control button cover, failed wet leak test, umbilical cable buckle at control body side, failed dry leak test, sn637 not applied, customer complaint confirmed, suction arm loose, leak at remote control button 4, video image has a white or red dot, insertion tube mild crush at stage 1, insertion tube mild crush at stage 3. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals, light guide cable, r.c. Button (4) pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).